Event description:
Per the clinic, the patient experienced intermittancy with device use, and the issue could not be resolved. The implanted device remains. On (B)(6) 2011, it was determined that the device was not functioning according to manufacturer specifications, due to ongoing intermittancy issues. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, november 11th, 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. The patient was reimplanted with a new device during the same surgery. This report is filed (B)(4) 2012.

Manufacturer narrative:
This report is filed on january 8, 2014.